Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not insert the clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm nor replicate the customer reported complaint "very stiff, won't stay open to insert clip." The medium-large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly, and no stiff movements were observed. Additionally, the grip-clip test was performed and failed. The clip was unable to clip onto the tubing after multiple tries. The housing was removed and no damage to the proximal end was observed. No grip misalignment observed.